Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited jumpy impedances high out of range on this right atrial (ra) lead. (B)(6) technical services (ts) recommended to perform isometrics to evaluate lead integrity. This ra lead remains in service. No adverse n/a patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).